Event description:
It was reported that the patient developed a seroma in the buttocks, observed by the treating physician during the two-week follow-up appointment after the procedure. The patient presented with medium depression depth, moderate laxity, fitzpatrick skin type v. 22 depressions were treated: 5 left buttock, 3 lateral thigh, 13 right buttock, 1 right lateral thigh. Patient had a gluteal augmentation and liposuction 1 year prior. One seroma was present on the right buttock located lateral and superior to gluteal crease entry point. The size of the seroma was roughly 1"x1". The total volume drained via needle was approximately 25ml. One seroma was observed on the left buttock medial and superior to gluteal crease entry point. The size of the seroma was roughly 1"x2" and the total volume drained via needle was approximately 30ml. The patient was advised to wear a medical grade compression garment for 1 week. After one week, the physician aspirated the seromas with ½ the volume as the week prior.

Manufacturer narrative:
The report was delayed due to the electronic signup process.